Event description:
As reported: during mma embo, rt attempted to load duo over guidewire and it would not go. Physician had them get another duo for case completion. No patient involvement. No patient injury reported.

Manufacturer narrative:
The investigation found that an in-house guidewire was unable to be advanced into the lumen of the returned headway microcatheter, which is consistent with the alleged product issue. Further investigation found the lumen to not be fully flared at the hub joint, an exposed braid in the lumen, and delaminated ptfe in the lumen, which would have caused or contributed to the guidewire advancement issue. The physical evaluation of the device could not identify the exact conditions or circumstances that led to the lumen flaring issue, exposed braid, and delaminated ptfe, but these conditions are consistent with a deviation in the manufacturing process and will be addressed per the quality system process.

Manufacturer narrative:
The "medical device problem code" in section h has been corrected.

Event description:
As reported: during mma embo, rt attempted to load duo over guidewire and it would not go. Physician had them get another duo for case completion. No patient involvement. No patient injury reported.